Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a percutaneous coronary intervention was performed on the proximal left anterior descending (lad) coronary artery. A 3.5x19mm graftmaster stent delivery system (sds) shaft became damaged (kinked) on advancement and was unable to be used. Another graftmaster device was used in replacement without further issue reported. There was no adverse patient sequela reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.